Event description:
It was reported that the right atrial (ra) lead had dislodged post implant. Post procedure, the patient went into respiratory distress and it was suspected that with body and arm movement, the lead became dislodged. The patient was intubated with a chest tube inserted and was stabilized. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).